Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that a few days prior to the report, he was not feeling the same type of stimulation as when he was implanted. This feeling had been occurring for about 6 months. The patient and the rep met the day prior and tried to reprogram the settings of the stimulator. During the reprogramming, the rep decided to run an impedance test and found that when the impedance test was ran against electrode "0" that both leads were out of impedance range. The impedance reading was high. The rep ran the test for all electrodes and found that on electrode "8" that only the lead 0-7 was out of impedance range. The lead 8-15 was within impedance range. The patient was only feeling stimulation in his left leg. When he was implanted he had stimulation in both legs and there were no impedances. The patient was not aware of any issue that would have caused the issue. There was no fall etc... X-rays were taken to view a disconnection in the lead or a break in the wire, but no breaks in the wire were seen and the connection appeared to be secured. The patient had been referred to a neurosurgeon and the doctor would decide what course of action would be taken to resolve the issue. The issue had not been resolved that the time of the report. No surgical intervention occurred but it was unknown if one had been planned. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. It was noted that the patient's relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that in (B)(6) of 2015, the patient had his stimulator taken out because the leads ¿were screwed up¿ and it didn¿t work on the right side of the leg. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their x-ray showed the leads were "on", but the physician was not 100% sure. The patient stated that they were unsure if their physician returned their explanted device to the manufacturer for analysis. No further complications were reported. The patient reported they weighed (B)(6) at the time of the event.